Event description:
I100432939 (B)(4), the provider states the unit is alarming and getting hot. He states the unit has 1143 hours on it and was with a consumer when the issue occured. No injuries and the unit is a rental. No additional information available and was not with a consumer when the issue was discovered 7857hf.